Event description:
On the initial report, received by aso on (B)(6) 2020 consumer stated that the product tore the skin from the side of his foot upon removal, causing bleeding. Consumer added he is diabetic. On correspondence received from consumer on (B)(6) 2021, he stated he is an dmd. He added that himself and a nurse treated the injured area.

Manufacturer narrative:
The initial complaint by the customer did not indicate that an MDR would be required. However, per the info received on (B)(6) 2021 consumer stated medical tratment was sought. Based on the information received, aso opted to file an MDR. As of 02/03/2021 unused returned product was submitted to the lab for testing with no defects noted. In addition, aso reviewed records of biocompatibility tests with no issues noted. Refer to section b.6 of this report for further details. As of 03/03/2021 manufacturer evaluated retained product of various produced lots with no defects noted.

Manufacturer narrative:
The initial complaint by the customer did not indicate that an MDR would be required. However, per the info received on (B)(6) 2021 consumer stated medical treatment was sought. Based on the information received, aso opted to file an MDR. As of 02/03/2021 unused returned product was submitted to the lab for testing with no defects noted. In addition, aso reviewed records of biocompatibility tests with no issues noted.

Event description:
On the initial report, received by aso on (B)(6) 2020 consumer stated that the product tore the skin from the side of his foot upon removal, causing bleeding. Consumer added he is diabetic. On correspondence received from consumer on (B)(6) 2021, he stated he is an dmd. He added that himself and a nurse treated the injured area.